Manufacturer narrative:
One 2.6f vascu PICC was received. Visual inspection showed a slight kink and mild fraying approximately 1 cm from the hub. Attempts to flush the catheter showed flushing from the white 23-gauge luer functioned correctly. Flushing from the red 21-gauge luer resulted in the lumen leaking at the kink. A review of the DHR and manufacture process, including leak testing, revealed this lot was manufactured to specification. The reported failure was not attributed to the manufacture process. Potential causes that might cause damage to the catheter include flushing against resistance, such as a clot or a kink in the catheter, use of a syringe smaller than 10cc, bolus injections exceeding maximum bolus pressure of as stated in the instructions for use.

Event description:
When the catheter was flushed, the line was leaking at the insertion site. It appears that the lumen had burst. Catheter was removed.